Manufacturer narrative:
Device received with missing end cap sticker noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test and rewind test. No rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were wore out. Customer¿s blood glucose level was unknown. Customer stated that bolus and activate button was faded as well as grinding sound on rewind. Customer declined troubleshooting with technical support. The insulin pump will not be returned for analysis.